Event description:
It was reported when using the unspecified vacutainer blood collection tube there was erroneous results. The following information was provided by the initial reporter. It was reported that the troponin level is high in the mint tube. Per email: the customer said that they have ¿big¿ ongoing issues with the ¿mint¿ tube with troponin levels. They now use the lithium/hep tube with is a ¿problem.¿ she also said that since the magellan incident the edta tube is also a ¿problem.¿ the customer uses a beckman non-high sensitivity troponin method and the pathologist had them switch from pst to regular lithium heparin tubes due to false-positive results in psts. Instructions were provided that with a pst tube the gel barrier forms after 3-4 minutes and that any platelets, wpm, etc. Above the gel would be concentrated on top of the gel, which if disturbed or shaken would re suspend them into the plasma and possibly interfere with methods like troponin, which measure ng of material. Customer stated they intend to stay with the plain green top tubes for troponin and they aren't experiencing any current problems with either pst or green top tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material or lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the unspecified vacutainer blood collection tube there was erroneous results. The following information was provided by the initial reporter. It was reported that the troponin level is high in the mint tube. Per email: the customer said that they have ¿big¿ ongoing issues with the ¿mint¿ tube with troponin levels. They now use the lithium/hep tube with is a ¿problem.¿ she also said that since the magellan incident the edta tube is also a ¿problem.¿ the customer uses a beckman non-high sensitivity troponin method and the pathologist had them switch from pst to regular lithium heparin tubes due to false-positive results in psts. Instructions were provided that with a pst tube the gel barrier forms after 3-4 minutes and that any platelets, wpm, etc. Above the gel would be concentrated on top of the gel, which if disturbed or shaken would re suspend them into the plasma and possibly interfere with methods like troponin, which measure ng of material. Customer stated they intend to stay with the plain green top tubes for troponin and they aren't experiencing any current problems with either pst or green top tubes.